Event description:
Attempted to repair head laceration with staples. Staple gun became lodged to patient's head while attempting to place staples. Multiple different tools had to be used to detach the staple gun from the patient's head. After getting another staple gun, fnp was able to successfully place staples. Pt did require administration of lidocaine once staple gun became lodged, due to pain. Pt tolerated the second attempt at staple placement well.